Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the replacement part has not been ordered yet. The customer wished no further contact to be made. Therefore, no additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a check vent battery failed after replacing power management printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states he is going to swap battery and see if it cleans error if not, he will callback and set up return of pm board under warranty. Resolution and disposition are pending - investigation ongoing.